Manufacturer narrative:
A root cause could not be determined with the information provided. The reaction kinetics were not available. It was noted that plasma samples from the primary tubes can contain cells leading to elevated results, which is noted in the package insert.

Event description:
The customer alleged they received a questionable lactate dehydrogenase acc. To ifcc ver.2 (ldh) result for one patient on their c501 analyzer. The patient's initial ldh result was 627 u/l and it was reported outside the laboratory. An hour later, the patient had a new blood sample drawn and the result was 157 u/l. Due to the difference between the results, the patient's initial sample was repeated and the result was 220 u/l. The patient was not adversely affected by this event. The ldh reagent lot number was 673427 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6).